Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have insulation damage on the main tube towards the distal end. Material was found missing and measures approximately 0.082" x 0.216" in length and was not returned. Root cause of this failure is commonly attributed to mishandling/misuse. A review of the provided image is consistent with the allegation of insulation damage.

Event description:
It was found that after to a da vinci-assisted oropharyngectomy surgical procedure, a maryland dissector instrument was found to be damaged at grooves and tube was noted to be broken. The procedure was completed with no reported injury.